Manufacturer narrative:
Concomitant medical product: product ID: 37642, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient was shaking a lot because their implant was not currently on. They wanted to turn their implant back on after their shower, but the patient programmer was showing the patient programmer low battery screen was showing. The patient changed their batteries and it successfully turned their implant on. Troubleshooting resolved the reported issue. It was also mentioned that the patient was hard of hearing with a hearing aid. No further complications were reported as a result of this event.